Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a green material on the mobile power unit (mpu) was confirmed via analysis of the submitted photos. Visual inspection of the submitted photos revealed that a green fluid contamination was on the mpu patient cable connector. Further inspection of the submitted photo revealed that the green fluid was coming from the system controller¿s black power lead, indicating that the green contamination on the mpu patient cable connector was due to the connector coming into contact with the controller¿s black power lead. No other issues were observed within the visible portion of the submitted photo. The mpu was not returned for analysis. The reported event was determined to be due to the mpu patient cable connector coming into contact with the green fluid coming from the system controller¿s black power lead; however, the root cause of the damage could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (B)( 4) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mpu was exchanged/removed from service and discarded.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer sent a text message asking if the clinic had ever seen this and supplied pictures of green material attached to the system controller lead and mobile power unit (mpu). No alarms were active. A system controller exchange was recommended. The source of the green dye material noted on the controller and mpu was unknown. The patient would present to the clinic for a system controller exchange and log file analysis. There were no active alarms. The system controller was exchanged with no issues noted.